Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology due to a posterior leaflet flail and prolapse. The reported mr appears to be a result of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing the mr to 2+. On (B)(6) 2017, it was found that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr had increased to 4+. On (B)(6) 2017, a second procedure was performed for treatment. One clip was implanted, reducing the mr from 4+ to 3+, with a good patient outcome. No additional information was provided.